Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. A review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2020. The original surgery date is (B)(6) 2018. The reason for revision is reported patient pain. During the revision, surgeon replaced the femoral component.